Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 500 mg/dl. The customer was treated with intravenous fluids and insulin drip. Customer stated that the retainer ring was popped off and insulin pump had crack at back and reservoir compartment. Customer also stated that the reservoir was not able to lock in place. Customer was not using auto mode. The insulin pump will not be returned for analysis.